Event description:
It was reported that the device was used during a laparoscopic adrenalectomy. The device would double feed the clips, nothing fell into the patient. Another device was used to complete the case. There was no consequence to the patient. On device is being returned.

Manufacturer narrative:
Broken jaw ramp; broken cam. Evaluation summary: the analysis results found that the el5ml device was returned with the jaw ramp and cam broken off. The instrument was cycled and fed and formed pear shaped clips due to the jaw ramp and cam condition. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed with and no anomalies were noted during the manufacturing process.